Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-oct-2019 with the following findings: during investigation, there were no power interruptions observed in black box download. No data in pump histories from time of reported power issue due to continued use. No damage found to battery cap. Battery cap attaches securely to pump. No power issues occurred during testing. The pump was opened and there was no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.